Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00801803603 lot number:62514865 brand name:cocr heads. Catalog number:00771101120 lot number:62630086 brand name:m / l taper. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00309. 0001822565-2020-02195. Medical records were provided and reviewed by a health care professional. The patient underwent revision due to metallosis. During the revision, white purulent material and white fluid typical of metallosis were noted. Necrosis of muscle was identified and the greater trochanter was dead with 95% of it gone. Trunnionosis was noted with black material inside the head and on the trunnion. Femur was well fixed. The shell was loose, explanted and replaced with a stryker acetabular system. Heterotopic bone was noted. Labs following the revision procedure identified elevated metal ions decreasing over time. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to metallosis approximately 4 years post implantation. The surgeon noted during the revision procedure that there was necrosis of the muscle, 95 percent of the greater trochanter was gone and the greater trochanter was dead. Further, there was trunnionosis within the head and on the trunnion. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Additional medical records were provided and reviewed. The stem was retained upon completion of this revision, and the part number of the versys head that was implanted was provided. No further information was provided for this revision. Device history record (DHR) was reviewed and no discrepancies were found. The root change remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.